Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration, malposition.

Event description:
Healthcare professional reported left side "device migration/implant malposition" via nbir. The device has been explanted and replaced.

Manufacturer narrative:
Corrected data: b.5, h.6.

Event description:
Healthcare professional reported left side "device migration/implant malposition/ptosis" via nbir. The device has been explanted and replaced.